Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the distal end of the subject guidewire was noted to be broken/fractured at 193cm from the proximal end. The core wire distal end was observed through the distal tip dome. A functional inspection could not be confirmed as the subject guidewire device was damaged. The reported ¿guidewire kinked/bent¿ can be confirmed based on the device analysis, it is likely that the physician observed the subject guidewire device to be kinked rather than fractured. The subject guidewire device failed to meet specification when returned for analysis, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician used a subject guidewire device, and it became kinked. There was no additional information available, however it is documented on the returned labeling that the subject guidewire device was noted to be kinked when removed from the patient. The subject guidewire device was returned for analysis, and it was found that the distal tip of the subject guidewire device had been fractured rather than kinked, it is likely that the physician observed the subject guidewire device to be kinked rather than fractured. The analysis results are consistent with the reported event. It is probable that the subject guidewire device experienced friction and difficulties due to procedural and/or anatomical factors present during the clinical procedure, it is probable that the subject guidewire device then kinked and fractured. An assignable cause of procedural factors will be assigned to the as reported and as analyzed defects, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned subject guidewire device revealed that the distal end of the subject guidewire was noted to be broken/fractured at 193cm from the proximal end during use. There were no clinical consequences to the patient reported as a result of this event.